Event description:
A peripherally inserted central catheter basic kit was used to place a PICC. The 28 gauge introducer was inserted after time-out taken and baby was prepped and draped in sterile fashion. There was good blood return and the PICC was threaded through the introducer several cms. The introducer was then removed and I attempted to break the introducer away. The clear hub broke away but the metal needle did not. A small piece of the metal dislodged from the plastic and the rest of the metal introducer remained whole with the line running through it. I was able to grab hold of the piece of metal that now stuck out at an angle from the rest of the needle with a kelly and I separated the needle part of the introducer. A small piece of clear plastic from the hub of the introducer remained over the PICC so it would not completely separate from the introducer. I was able to grasp that piece of plastic with the kellys and pull it off. The introducer was then free from the PICC. During this process the baby did get a very small superficial nick in the skin on the right side of the insertion site. This introducer is a break-away introducer. There are wings on the introducer and once the introducer is removed from the skin after a central line is inserted, the wigs are grasped and pulled apart. The clear hub and the metal needle part of the introducer tear in two pieces cleanly. This is the second occurrence with this particular PICC that we have recently experienced. Fortunately I was able to save the line and advance it to a central position.